Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in emergency, the guide wire deformed and fractured. As a result, the device was replaced and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was an (B)(6) female, (B)(6).